Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got hotter than usual." The cause of the consumer stating the wrap "got hotter than usual" is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid burn blisters. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]: patch got hotter than usual [device issue], narrative: this is a spontaneous report from a contactable pharmacist received by pfizer from (B)(6). A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) lot number de4865, expiry date 30nov2022, via an unspecified route of administration from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient has experience using thermacare, reported that the patch got hotter than usual, she had to remove it. No skin irritation was reported. There are 1 unit of the batch de4865 with expiry date 30nov2022 affected. The action taken in response to the event and event outcome was unknown. According to pfizer product quality group, the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got hotter than usual." The cause of the consumer stating the wrap "got hotter than usual" is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid burn blisters. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (05feb2021): new information received from pfizer product quality group included: investigation results.

Event description:
Event verbatim [preferred term]. Patch got hotter than usual [device issue]. This is a spontaneous report from a contactable pharmacist received by pfizer from angelini pharma. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) lot number de4865, expiry date 30nov2022, via an unspecified route of administration from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient has experience using thermacare, reported that the patch got hotter than usual, she had to remove it. No skin irritation was reported. There are 1 unit of the batch de4865 with expiry date 30nov2022 affected. The action taken in response to the event and event outcome was unknown. Additional information has been requested and will be provided as it becomes available.